Manufacturer narrative:
Results: operational problem (moderate tortuosity, severely calcified with 75-80% stenosis). No results available since no evaluation was performed (device not returned for evaluation). Conclusion: device failure related to patient condition (moderate tortuosity, severely calcified with 75-80% stenosis). Failure to follow instructions (no pre-dilatation). Unable to confirm complaint (no device returned). (B)(4).

Event description:
It was attempted to treat a moderately tortuous, severely calcified lesion exhibiting 75-80% stenosis in the lad with an endeavor resolute drug eluting stent. The device was removed from packaging per IFU, inspected and prepped with no issues identified. The lesion was not pre-dilated. It is reported that following positioning of the device at the lesion, it only partially inflated. Resistance was encountered during device advancement but no excessive force was used. No patient injury was reported for this event. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity).

Manufacturer narrative:
Additional information received has confirmed that there was no complaint against the medtronic product, as previously reported. A medtronic stent was used during the case, however, no problem occurred. (B)(4)